Event description:
The customer reported that after the procedures, she noticed that there was balance salt solution (bss) under the cassette. No pt or user harm was reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, the device history record (DHR) and the lot history could not be reviewed. The customer did not retain a sample for this complaint, as such, functional testing could bot be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No add'l info is expected. (B)(4).